Event description:
It was reported that during initial implant procedure, the right ventricular lead's helix was unable to deploy. It was also noted that the capture threshold was high. The lead was explanted. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.